Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. This device was manufactured prior to the manufacturing changes.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted. During the procedure it was noted that the device header was loose. The physician felt this occurred during explant due to tension placed on the device. The device was returned for analysis. No adverse patient effects were reported.